Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The patient didn't have any calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient went into left bundle branch block (lbbb) followed by complete heart block (chb) after the non-abbott guidewire was advanced across the aortic valve. The valve was able to be implanted successfully at a depth of 3mm ncc without issue, however the patient's rhythm never recovered. The patient received a pacemaker on (B)(6) 2025. The patient is stable.